Manufacturer narrative:
H2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The device was received with a missing plunger case seal, and uneven plunger flipper. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event history log showed a "check clutch/plunger level" alarm. To further investigate, an occlusion test was conducted and the customer's problem was confirmed. A cc error was found during the occlusion test. The customer incorrectly set the timing plates which caused the clutch to not open/close correctly. The timing plates were reset. The lead screws were replaced, and both clutch halves and clutch springs were also replaced as preventative measures.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a "check plunger/clutch" message. Additionally, the plunger pole was stuck. It is unknown if there was a patient involved.